Manufacturer narrative:
Patient height is 1.83m. (B)(4). Siemens has initiated a technical investigation of the reported event. A root-cause is not yet available. A supplemental report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an emergency CT scan could not be completed on (B)(6) 2019, using the somatom force system due to an internal problem. The system reboot did not solve the issue. The user attempted to complete the scan using the somatom force but after 45 minutes without success, the patient was moved to complete the scan with another device. The device issue resulted in a 90 minute delay in diagnostic scanning. The patient, a heart transplant recipient (+108 days post-transplant), was admitted to the hospital for managed surgical cardiac resuscitation due to severe sepsis. On (B)(4) 2019, siemens received notice that the patient had died on (B)(6) 2019. It was further reported that the patient's death was not associated with the diagnostic delay on (B)(6) 2019. There is no evidence that the reported event contributed to the patient's death. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens completed the technical investigation of the reported event. The technical investigation of the provided logfiles and dumpfiles associated with the reported event revealed a software defect in the syngo platform. In rare cases and under heavy data traffic the it process ctuidisplay4gb.exe may crash. After a reboot the system works normally again. The identified defect will be solved with the next service pack update. This update is planned for release q4/2019 and will be reported as fsca to the national authorities. Siemens wants to emphasize that the patient's death was not caused by the software crash. The patient developed sepsis after he received heart transplant. H11: corrected data e1: initial reporter was corrected. Phone number: (B)(6).